Event description:
Related manufacturer reference number: 2017865-2023-37467 related manufacturer reference number: 2017865-2023-37468 related manufacturer reference number: 2017865-2023-37469 it was reported that a patient presented with infection noted on the patient's system. The system was explanted on (B)(6) 2023. A new right ventricular lead was implanted. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.